Event description:
It was reported that the colonovideoscope tested positive for an unspecified amount of colony forming units (cfus) of bacillus. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The customer informed customer care that there is no contamination of this device. There was an error at the customer's lab, there was no microb. Test positive result. The service order was cancelled and the device returned to customer as requested.